Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.1 medical device type: fpa. D.2. Common device name: intravascular administration set. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® push button blood collection set blood leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that blood leaked while collecting blood with the push button of the winged needle (23g).

Manufacturer narrative:
Investigation summary: bd received 1 used sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." Device available for eval? Yes returned to manufacturer on : 25-sept-2023

Event description:
It was reported that during use with bd vacutainer® push button blood collection set blood leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that blood leaked while collecting blood with the push button of the winged needle (23g).